Event description:
Philips tee [transesophageal echocardiogram] machine froze and was not responding to the buttons/controls on the probe or the computer console. The anesthesia tech and echo tech both tried to troubleshoot the problem, and the machine had to be rebooted.